Event description:
Complainant alleged that during biomed testing, the device shuts down when discharging at 200 joules. Complaint indicated that there was no patient involvement in the reported malfunction.